Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. Reportedly, the customer stated it was possible that during the night, while the customer was sleeping, the customer tossed/turned and may have pulled the cartridge off the pump slightly. There was no impact to the customer's blood glucose level. The customer would load a new cartridge to address the alarm.